Event description:
A customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to uninstall and reinstall the mobile app, with instructions to monitor if battery depletion surpasses 35% per day. The customer understood and acknowledged the instructions.